Manufacturer narrative:
Examination of the returned products confirmed that the tip of the hammer pad instrument had broken off inside the jig. A previous investigation found that two changes to the design of the hammer pad were implemented in 2005. A radius was added in the corner of the groove behind the thread, increasing the fatigue strength by 178%. Also, the cannulation was eliminated, increasing fatigue strengh by 350%. The complaint product was manufactured prior to the changes. Trends will be monitored.

Event description:
The instrument broke during surgery causing a delay of 45 minutes.